Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the patient had cramping/spasms in their stomach yesterday and ¿felt like¿ the pump had moved. The patient also experienced, ¿a lot of pain in my stomach. Felt like when you get a charlie horse. Felt like everything on one side of the stomach had been just shoved or wrenched. I¿ve never had this before.¿ it was noted the patient had a refill appointment the following day and would ask their health care provider. It was later reported the device system was used to administer hydromorphone, bupivacaine and baclofen. The cause of the event was not device related and the patient was sent to ¿pmd for abdominal spasm/abdominal spasm under pump.¿ it was reported the outcome to the patient was no injury.